Manufacturer narrative:
Four (4) request were made to the medical facility to have erbe evaluate the involved esu, but to no avail. Therefore, inspection/testing was not possible. No issues were found when reviewing the device history record of the involved device. Based upon the reported event, it appears that the pencil electrode was layed down in close contact with the patient (and not in a safe place). Additionally, accidental or activation due to a malfunction of the non-erbe pencil electrode was most likely the cause of incident (note: the manufacturer of the pencil electrode, unisurge, should evaluate their instrument.). Finally, a warning in the esu's user manual explicitly warns against placing instruments on a patient. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a da vinci-assisted radical prostatectomy. The esu was used with a non-erbe pencil electrode (manufacturer unisurge, part number/lot number: information not provided). The pencil activated on its own causing a burn to the patient's scrotum. Suturing of the area was required to address the issue. The procedure was completed with the da vinci system without any further problems. The esu was distributed to a hospital in (B)(6).